Event description:
Related manufacturer reference number: 2017865-2022-10151. It was reported that the dependent patient presented in clinic for follow up with dyspnea and malaise. It was noted that the right ventricular lead exhibited high capture thresholds. The right atrial lead was confirmed to be dislodged via chest x-ray and fluoroscopy. Both leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.